Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID : 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-nov-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 17-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins would not charge anymore. The patient had noticed their pain level was higher than on (B)(6) 2020. When the patient tried charging ins on (B)(6) 2020 that's when she noticed ins wouldn't charge up anymore. When asked the last time patient charged ins they did not know and that they had gone on a trip and left their recharger at home to where they knew ins battery had completely run down. The patient stated they knew they would have to have the device reprogrammed as well as restarted because a 'few weeks' ago an MRI showed spinal column/spinal bones had disintegrated to the point where the 2 leads weren't where they are supposed to be anymore so the patient was not getting the relief that they were supposed to get. Troubleshooting was unable to be performed as patient said she hasn't met with their manufacturer representative or seen healthcare provider about issues.